Event description:
The fixator was applied on 12/31/98. On 1/8/99 it was noted that the distal ball joint would turn 360 degrees. A second surgery was done to realign the fracture and replace the fixator.